Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that maxzero needleless connector leaked and was clogged. The following information was provided by the initial reporter: event 1: material #: mz1000-07 batch/lot #: 20105895 it was reported that the purple lumen was found to be leaking. Event 2: material #: mz1000-07 batch/lot #: 20105895 it was reported that the purple lumen was also used to draw blood, but unable to draw blood or flush which clotted the lumen. Verbatim: description of problem: PICC line purple lumen cap found to be leaking when in used. It was on microbore tubing. Y into IV tubing. After using the same lumen to do a blood draw, was unable to draw blood and unable to flush. Purple lumen clotted off. Will tpa purple lumen. Affect on patient: pt blood pressure bottomed out and was given multiple fluid boluses. Pt was stabilized.